Event description:
A 6f right femoral arterial sheath in place. Physician advanced fr4 guide catheter through the sheath. When the physician was torquing the guide catheter to engage the ostial right coronary artery, the guide twisted on itself to the extent it would not be straightened out. The physician was unable to remove the guide independent of the sheath so bot the sheath and guide were removed simultaneously. The tight femoral artery was perclosed at the end of the procedure without complication. FDA safety report ID # (B)(4).